Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer mention symptoms of vomiting for blood glucose levels. The customer treated with the manual injections. Customer's blood glucose value was 428 mg/dl at the time of the incident. Customer's current blood glucose value was 280 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 7:00am. The blood glucose value when admitted to hospital was 428mg/dl. The customer complained about hyperglycemia over the last 4 days. The customer cause of hospitalization per healthcare professional's was hyperglycemia. The insulin pump failed the high pressure test and passed the displacement test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.